Manufacturer narrative:
The initial MDR 2432235-2017-00629 was filed on 04-dec-2017. The first supplemental MDR 2432235-2017-00629_s1 was filed on 20-dec-2017. Additional information (13-mar-2018): the sample could not be provided for in-house testing. In addition, there was no list of medications provided that the patient may have taken at the time of testing that could be reviewed as a possible interferent. The kit release information demonstrated that the device is performing as expected. A siemens headquarters support center specialist reviewed the event information and suspects the cause of the event to be due to the sample specific issue. Section h6 has been updated with the result and conclusion codes. Mdrs 2432235-2017-00628_s2, 2432235-2017-00630_s2, and 2432235-2018-00095_s1 were filed for the same event.

Manufacturer narrative:
Additional information (05-dec-2017): the repeat testing in the alternate laboratory was performed on an alternate platform. The result obtained on the alternate platform was reported to the physician(s). Mdrs 2432235-2017-00628_s1 and 2432235-2017-00630_s1 were filed for the same event.

Event description:
The repeat testing in the alternate laboratory was performed on an alternate platform. The result obtained on the alternate platform was reported to the physician(s).

Manufacturer narrative:
The customer contacted a siemens customer care center. System calibration and quality controls were within acceptable ranges. The kit status was overdue while running the sample in question. The cause of the discordant, false negative 3gallergy specific ige results for fp5 panel on two patient samples is unknown. Siemens is investigating the issue. Mdrs 2432235-2017-00628 and 2432235-2017-00630 were filed for the same event.

Event description:
Discordant, false negative results were obtained for 3gallergy specific ige for food panel 5 (fp5) on one patient sample upon initial and repeat testing, while using kit lot 602. The discordant results were not reported to the physician(s). The sample was sent to an alternate laboratory, where it was tested on an unknown platform, resulting positive. It is unknown if the result from alternate laboratory was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false negative 3gallergy specific ige results.